Manufacturer narrative:
The device has not been returned thus no device traceability is available, no device history records review could be performed with the information available to date. There was no additional information obtained. The complaint is also unverifiable. With the scarce information available, no root cause could be determined.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported to integra in a form of a medwatch report ((B)(4) with the following information: on (B)(6) 2018, a patient had a piece of shunt broke off and travel to the pulmonary artery. The patient was brought to the operating room (or) for successful retrieval of the piece. The physician felt that it was an issue with the connector.